Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2017 and presented on (B)(6) 2017 with peripheral infiltrate in right eye (superior temporal at 1 o'clock) with anterior chamber quiet and deep in both eyes and no epithelial break over infiltrate. Patient has edema post trace diffuse lamellar keratitis (dlk) around the infiltrated area. Flaps are flat and intact in both eyes but patient notes left eye with more irritation than in right eye. Uncorrected visual acuity right eye 20/30 and left eye 20/25. The topical steroid dosage was increased as patient was given pred-forte/gatin every hour for 24 hours in both eyes. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of irritation in left eye more than right eye and haze in both eyes. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2017 right eye pre-op 20/20 -4.00 x -.50 x 175 left eye pre-op 20/20 -4.00 x -.75 x 0 this report is for the intralase laser. A separate report is being submitted for the visx laser.

Manufacturer narrative:
A review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is no significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.